Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the deep cut in the probe coating likely occurred from an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the forceps cover was missing, and minor scratches were observed on the control body. A leak was observed due to missing section of the rubber cover of the insertion tube. The rubber adhesive was cracked, and the light guide lens adhesive was peeling. The control body and connector demonstrated corrosion due to fluid ingress. The image was flickering due to fluid ingress in the scope connector. The device failed the insulation safety test. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the balloon popped off the scope during reprocessing. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found a deep cut in the pink coating of the ultrasound probe. This report is being submitted for the malfunction (deep cut in probe coating) found by service during the device evaluation.